Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his 2 day wear of an adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he experienced symptoms described as skin irritation, redness, and itching, and having contact with a healthcare professional who recommended an over-the-counter cortisone cream, dermoval, for treatment which the customer applied himself. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic reaction during his 2 day wear of an adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he experienced symptoms described as skin irritation, redness, and itching, and having contact with a healthcare professional who recommended an over-the-counter cortisone cream, dermoval, for treatment which the customer applied himself. There was no report of death or permanent injury associated with this event.